Manufacturer narrative:
The explanted devices were not returned to bsn. Model number/catalog number: sc-8120-70, serial number: (B)(4), batch/lot number: 215207a/233507a, model/catalog description: artisan surgical lead 70cm. Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 13659755, model/catalog description: artisan lead 50 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that patient had a possible infection. The patient underwent an explant procedure.